Event description:
It was reported that multiple patients had inflammation at the suture site. Patients were treated with antibiotics as a precaution for infection, but infection of the site was not confirmed. The sutures were removed after one week because they did not dissolve completely.

Manufacturer narrative:
The manufacturer performed an investigation and determined the natural gut material they use falls within the usp standards. This is a natural product, so some variation in performance is expected. However, based on customers' feedback, this product as supplied did not meet the current customer performance expectations around absorption times (5-7 days for plain gut) compared to the previous plain gut brand they were using. To better meet the customer's expectations, the manufacturer has taken corrective action to source the gut raw material from the previous reli gut supplier which better met customer's previous expectations around absorption. The manufacturer and initial importer have closed the complaints related to this issue and consider this report closed. Please send a request should an additional update be required. Correction: manufacturer's fei number was omitted on the original submission. It was our understanding that by submitting the MDR as the initial importer on behalf of the manufacturer that one number was sufficient. Learning that both numbers should be used to satisfy both the manufacturer report number and the initial importer report requirements. The manufacturer section was updated to include the required information for this report follow-up. H3. Not evaluated reason: device not available to manufacturer.